Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic radio wave surgery on (B)(6) 2019 and the suture was used. It was reported that during surgery, at the first stitch during dermostitch, the needle was broken at the swage part. No pieces fell into the patient. There were no adverse patient consequences reported.